Event description:
It was reported that an ilert user initiated the fill tubing function while still connected to the infusion set, and technical support instructed the user to disconnect and exit the screen. The user subsequently reported receiving 7 units of insulin while their blood glucose was 170 mg/dl after dinner. No reported symptoms despite exposure to an unintended insulin dose. Outcomes included user monitoring of blood glucose at home without need for medical intervention. Investigation included telephone troubleshooting and user education on proper fill procedures. Investigation of this case revealed user error related to performing a tubing fill while connected to the infusion set, with no device alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.